Event description:
This report was received as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that explant surgery was performed due to stomach/band slippage.